Event description:
It was reported that the patient with this sling system had an artificial urinary sphincter implanted. The reason for the procedure was not provided. No patient complications were reported.

Event description:
It was reported that the patient with this sling system had an artificial urinary sphincter implanted. Additional information was received indicating that the sling was from another manufacturer. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for analysis. Therefore, the root cause of the reported sling replacement cannot be confirmed.

Event description:
It was reported that the patient with this sling system had an artificial urinary sphincter implanted. The reason for the procedure was not provided. No patient complications were reported.